Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increased threshold measurement upon post operation visit. Chest x-ray showed that the lead has possibly dislodged. Additional information received from the field representative that the lead was not repositioned. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative that the lead was repositioned. Upon repositioning, the physician could not get great numbers, the lead was repositioned several times and then it was pulled too far back that the physician had to gain access again using a long sheath as the vein was tortuous. The physician got it back into the ventricle and was able to get better numbers. The lead remains in service. No additional adverse patient effects were reported.